Event description:
A cartridge alarm 20 was reported, and the issue occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will use multiple daily injections (mdi) as a backup therapy while the pump is replaced. A replacement pump was sent to the customer.